Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 42 months ago. Vessel and aneurysm morphology at the time of implant is unknown. It was reported that the recent CT demonstrated that the stent graft has migrated distally approximately 60 mm due to disease progression and severe aortic neck angulation, 55-60 degrees. The physician elected to place three aortic cuffs from another manufacturer and the migration and endoleak was resolved. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
Eval codes - results: migration. Conclusion: disease progression and severe aortic neck angulation, 55-60 degrees.